Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: 1018233-2012-01137: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Add'l info from importer report: (B)(4): brand name: uretex to2 urethral support system. Cat # 485054. (B)(6).

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): dyspareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: metromenorrhagia; interstitial cystitis; mixed incontinence procedure (s) performed: laparoscopic supracervical hysterectomy, transobturator tape, cystourethroscopy complications post placement: outcome attributed to device includes, patient states recurrence of stress urinary incontinence, painful sexual intercourse, mesh erosion, chronic vaginal infections, severe vaginal pain when sitting and standing.